Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we were unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a procedure where five teeth were extracted. Within a few days of the procedure, the patient began to have symptoms of infection, including pus, fatigue, chills, headaches and inflammation. The patient was also reportedly shedding "bone shards" from her gums. The patient was placed on erythromycin for 7 days. The patient symptoms persisted, and she was later placed on several rounds of clindamycin and later cefuroxmine. After no relief of her symptoms, in 2008, the patient underwent another omf surgery where rhbmp-2/acs was used. The patient's symptoms continued after the surgery the same day. X-rays, CT scans, cultures, tests for lyme disease, antinuclear antibody tests, and hormone tests all came back normal or negative. The patient has seen several physicians, and none can determine the cause of her symptoms. Since 2007, the patient has had the following symptoms, fatigue, chills, headache, foul breath, inflammation, pus, earaches, vertigo, swelling and pressure in her front teeth, pain, general weakness, eye-twitching, welts on the scalp and inside the mouth, hair loss, sore throat, chest pain, loss of acute hearing in right ear, pain from top of head to the base of the neck. The patient has been given several courses of various antibiotics and pain medications. Possible diagnoses that the patient has been given at this time include osteomyelitis or low grade infection. Per the patient, several specialists familiar with bmp feel that her symptoms are not a result of the bmp product. The patient continues to experience her symptoms.